Event description:
The customer reported a leaky reservoir. The customer reported high blood glucose levels. The customer mentioned there was moisture in the reservoir empty space and there was an insulin smell.

Manufacturer narrative:
Analysis inspected 3 random sealed reservoirs and performed manual prime and high pressure test using a new lab infusion set. One of three reservoirs failed due to the septum installed incorrectly. The infusion set needle would not go through and this was an occluded anomaly during the analysis. The remainder reservoirs passed test per specifications. No occlusion or excessive "no delivery" alarms were observed during analysis. One of two leaked past the 1st o-ring. Inspected the o-rings for defects and none were found during analysis.